Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of damage in the exit circuit was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. Analysis found high voltage output circuit damage on the device, consistent with lead damage. The root cause of the output circuit damage was a lead anomaly.

Event description:
It was reported that the device had multiple aborted charges and an alert for a possible output circuit damage. Decreased hv lead impedance was noted. The device was explanted and replaced. The hv output circuitry damage was confirmed and caused by the lead anomaly.